Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Customer reset pump to address the issue. No additional patient information was available.